Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('misplaced essure device') and device breakage ('there was the secondary coil still attached to the cornua') in an adult female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopic removal of essure device). At the time of the report, the device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: the remainder of the uterus was normal in appearance. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: device dislocation, device breakage. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('misplaced essure device') and device breakage ('there was the secondary coil still attached to the cornua') in a female patient who had essure inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (hysteroscopic removal of essure device). At the time of the report, the device dislocation outcome was unknown. The reporter considered device breakage and device dislocation to be related to essure. The reporter commented: the remainder of the uterus was normal in appearance. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.